Event description:
It was reported that during servicing, the shutdown alarm of this ht70 ventilator "almost" did not sound when the power was turned off. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the shutdown alarm of this ht70 ventilator "almost" did not sound when the power was turned off. It was informed that third-party service provider tokibo (tkb) performed the evaluation and replaced the control board. The unit was informed to be in working condition. One control board was returned to medtronic for analysis. Visual inspection of the board found no physical damages. Capacitor c159 voltage measurement indicated a drained capacitor confirming the capacitor c159 on the control board to be faulty. Failure of c159 could result in the shutdown alarm failing to annunciate. The cause of the event was determined to be faulty capacitor c159 on the control board. The ventilator is in the scope of a field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.